Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, rewind, displacement and self tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the loose drive support disk. The pump was received with a cracked case at the reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a compromised force sensor system alarm during manual prime. The customer's blood glucose level was 347 mg/dl. The customer stated the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.